Event description:
A malfunction was reported on the pump by the caller. Blood glucose level remained within normal range as it did not exceed 500 mg/dl (27.7 mmol/l). The customer received instructions from cts to reset the pump, which successfully resolved the issue, allowing continued use of the pump. The caller was advised to call back if the malfunction code recurs and acknowledged understanding of the guidance provided.